Manufacturer narrative:
Updated fields: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor image was confirmed. The device evaluation found the poor image issue was due to a faulty charged coupled device and the device housing had a cracked body. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a poor image problem. There were no reports of patient or user harm associated with this event.